Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that a female patient who had been implanted with an alumina head, alumina liner, trident shell and exeter stem had developed pseudotumours requiring revision surgery.

Manufacturer narrative:
An event regarding altr (pseudotumors) involving an exeter stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed, device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant noted: the primary right hip arthroplasty report of 2010 is rather generic (and very brief) without obvious issues reported. Stem position appears quite adequate on the only available ap pelvic view. For the cup, things are less clear. On the only available ap view, cup anteversion may be on the low side of normal, as evident from the relatively small oval of the cup opening circle. The amount of this is however too small to allow to conclude this with certainty upon just this single sign. Patient anatomy is rather variable for anteversion and only a lateral x-ray allows to verify the matching of the cup opening plane with the native acetabular bone plane. So without such a lateral xray, any conclusion about acetabular component malposition is somewhat premature. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other similar events for the lot referenced. Conclusions: a review of the provided information by a clinical consultant concluded: problems reported might have a procedure-related root cause of failure but the current level of evidence is clearly too thin to allow to conclude this with any required certainty. As such remains root cause of failure uncertain due to lack of adequate information and this case requires more radiological information to solve. Further information such as return of the device, serial x-rays, operative reports, histopathology reports, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The surgeon reported that a female patient who had been implanted with an alumina head, alumina liner, trident shell and exeter stem had developed pseudotumours requiring revision surgery. The surgery technique used was posterior approach. Indication for replacement was osteoarthritis. The patient was of a normal bmi with relatively high activity. The patient presented in (B)(6) 2014 with groin pain and femoral nerve symptoms. An ultrasound scan showed 10x4x5 cm solid soft tissue mass within the iliopsoas bursa. Referred to a doctor on (B)(6) 2014.